Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device disposition is unknown.

Event description:
The customer reported that a proximal t2 5mm locking screw implanted on (B)(6) 2018 backed out after implantation.

Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. Therefore, this complaint is closed without further investigation. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
The customer reported that a proximal t2 5mm locking screw implanted on (B)(6) 2018 backed out after implantation.